Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information, a patient received one osseospeed ev 3.6 x11 mm dental implant in fdi position 12 on (B)(6) 2019. The implant was removed (B)(6) 2021 since the patient experienced titanium allergy and general symptoms. Generally, titanium is considered as a biocompatible material and suitable for osseointegration. Nevertheless, in rare cases there can be complications with dental implants, including inflammation, pain, or complete loss of the implant.